Manufacturer narrative:
B3 date of event: the exact event date was not available, therefore the date (B)(6) 2023 was used as estimate based on additional information received on 05/10/2023. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, about three months after the implant procedure of this artificial urinary sphincter (aus), the patient experienced urine leakage when coughing. A CT scan was performed to assess the positioning of the balloon, which confirmed that it was in the wrong location, as it herniated anterior to external oblique. One month later, the patient underwent a revision surgery to replace the component. Upon explant, cycling issues were identified. There were no additional patient complications reported.